Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons of the insulin pump were not working. Customer's blood glucose level was 497 mg/dl at the time of the incident. The customer treated with manual injection. The blood glucose went up as the buttons were unresponsive. The customer was asked to observe if the time clock advances and it does. The blood glucose was 56 mg/dl at the time of call. The customer drank chocolate milk to treat the low blood glucose. Customer declined troubleshooting for low blood glucose. The customer will receive a replacement insulin pump and will return the one they currently use.

Manufacturer narrative:
The insulin pump was monitored for a few days. The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. After locking the connector unit received with all operating currents within spec, no unexpected low battery alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.